Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said 'I'll turn it on, when I'm out there it goes off'. When asked to clarify, the patient said the stimulation was turning off by itself. The patient stated they did not feel the stimulation when the stimulation goes off. On the call, the patient confirmed that the stimulation was on and was at 0.80. It was also reported that the patient was implanted for pain in the lower back. The caller stated that the patient's the lower back pain returned. The caller said the patient used a program that goes 'goes up and down automatically', but thought the therapy worked better when they would make the adjustments on her own. The caller said the patient also had pain in their upper back and neck. The caller stated the patient would get injections in their hip and also injections to help with upper back/neck pain. The caller noted it was hard to know if the stimulator or the injections were helping with pain. Patient services offered to walk the caller through turning the adaptive stimulation off, but the caller said they preferred doing therapy adjustments in the healthcare professional's (hcp) office. The caller said they have an appointment with the hcp at the end of the month and will call the hcp's office to request that a manufacturer representative be there. No further complications were reported/anticipated.